Manufacturer narrative:
Correction: the date received by manufacturer was reported as 11/28/2016. The actual date received by manufacturer was 11/25/2016. Date received by manufacturer: 11/25/2016.

Manufacturer narrative:
Results: bd had not received samples from the customer facility for evaluation; therefore, the investigation was limited. Photos were sent that show the customers complaint. Retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve not recovering was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that bd vacutainer® wingset button blood collection set leaked during collection. No serious injury, no medical interventions. No mucous membrane exposure was reported.